Manufacturer narrative:
(B)(4), follow up. Three particles were reported to have been found inside a syringe. However, as the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, six photographs were provided and reviewed by our quality team. Two of the images depict three syringes in blister packaging, while another two show two syringes containing a dark particle. Due to the image quality and angles, it is not possible to determine whether the particle is located on the barrel or the plunger rod. One photograph displays the lower portion of a syringe barrel with a dark-colored particle, and the remaining images provide magnified views of the particles. No additional information could be obtained from the photographs alone. To accurately identify the origin of the foreign matter, physical samples are necessary. The presence of an embedded dark particle is consistent with occurrences during the molding process. Specifically, degraded resin may become dislodged and incorporated into components during injection molding, typically at startup or intermittently throughout the process. A review of the device history record (DHR) was completed for material number 309653, lot 5035024. The review found no quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the photographic evidence provided, the customer-reported condition has been confirmed.

Event description:
The exact date of event was 07-apr-2025.

Event description:
Event details: one particle were found inside the syringe, in fluid path. Verbatim: material: 309653. Lot: 5035024. Three particulates (one embedded, two free floating) found. Formal response with root cause and investigation required.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.